Event description:
I stabbed myself in the face [face injury]. Hurts - face [facial pain]. Toothbrush head won¿t stay on. Came off when I was drying. Oral b power care [device breakage]. Case narrative: consumer e-mail stated that head won't stay on and next day head came off when she was drying it. She has stabbed herself in the face and it hurts. No serious injury was reported. Follow up: on 27-nov-2025: product batch lot number updated.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. Pending investigation.

Event description:
Stabbed myself in the face [face injury], hurts- face [facial pain], toothbrush head won¿t stay on...came off when I was drying- oral b power care [device breakage] . Case narrative: consumer e-mail stated that head won't stay on and next day head came off when she was drying it., she has stabbed herself in the face and it hurts. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stabbed myself in the face [face injury] hurts- face [facial pain] tooth brush head won¿t stay on...came off when I was drying- oral b power care [device breakage]. Case narrative: consumer e-mail stated that head won't stay on and next day head came off when she was drying it. She has stabbed herself in the face and it hurts. No serious injury was reported. Follow up: 27-nov-2025: product batch lot number updated follow up: 11-dec-2025 product investigation results: product investigation result for the suspect oral-b toothbrush handle was received. The driving shaft is broken at the notch. Cause of failure was found to be consumer related - the contribution of insufficient maintenance (storage under wet condition) leads to pitting corrosion at driving shaft which is weakening the stability of it and an effect of force leads to driving shaft broken. Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No serious injury was reported.

Manufacturer narrative:
11-dec-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.